Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after getting results from a bd bactec¿ plus aerobic/f culture vials (plastic) a patient was treated for results for proteus. Medical intervention was required.

Manufacturer narrative:
Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output, blood background and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray blood culture identification bdic panel. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert, we also recognize the importance that molecular technology has on patient care. Although bd is unable to confirm your complaint based on this off-label use of our product, we have initiated (B)(4) to further investigate these reports and determine any appropriate actions to reduce their occurrence. No root cause was determined, bd is unable to confirm the complaint. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray blood culture identification bdic panel.